Event description:
This unsolicited case from united states was received on 02-oct-2017 from the patient via health authority (food and drug administration) (regulatory number: mw5072149). This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, jolts of pain caused body to convulse, knees pain when bent, can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in and fluid was drained from knee. No relevant medical history and concurrent conditions were reported. Past medications included synvisc with no reaction (in 2016). Concomitant medications included ibuprofen, hydrocodone/paracetamol (hydrocodone/ pap), trazodone, risperidone, oxcarbazepine (trileptal), hydrochlorothiazide/losartan, ergocalciferol (vitamin d), paracetamol (tylenol arthritis), bupropion hydrochloride, citalopram, amlodipine and diclofenac potassium (voltaren). On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl001 expiration date: 01-dec-2019) in the doctor's office for the osteoarthritis. Patient had no immediate pain. At approximately 04:00 pm, the left knee started to swell and patient could not bend it or bare any weight on it (latency: unknown). It was reported that as the pain progressed, swelling increased, the patient had severe stiffness and absolutely no weight could be put on knee/leg (latency: unknown). Patient mentioned jolts of pain caused the body to convulse (latency: unknown). Patient was told to ice and elevate the leg and stay off it. Further stated no treatment for pain was indicated. Patient had to use crutches and wheelchair for the next three days. Patient went back to doctor and was given a knee immobilizer (ankle to thigh kind) and was instructed to wear it all the time. At the doctor's office, the patient received an ice treatment, was given a prescription of hydrocodone/paracetamol and knee was wrapped with the elastic bandage. Patient was told to stay off the leg, keep it elevated and ice it 15 minutes every hour. Reportedly, pain and swelling continued, the swelling started to move down the front of the leg. The jolts of pain continued making patient to convulse. On an unknown date in 2017, after no relief, the patient again saw the doctor and fluid was drained from the knee and sent to lab (tests: normal). Patient received a prescription of diclofenac potassium (voltaren). As previously stated the patient was told to ice, keep it elevated and wear the brace. It was mentioned that once the swelling goes down, patient could wean off the brace. On an unknown date in 2017, patient was still experiencing swelling, pain and stiffness. The knees were painful when bent and patient was not able to bare weight on it for any length of time as well as cannot walk. Patient could not used the stairs or get into or out of the tub without difficulty or assistance. Patient was using a cane. Patient had convulsions due to pain. Corrective treatment: ice; elevate the leg; crutches; wheelchair; knee immobilizer for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; hydrocodone/paracetamol and diclofenac potassium for knees pain when bent; cane user for can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; not reported for jolts of pain caused body to convulse; outcome: unknown for fluid was drained from knee and could not bend it; not recovered for rest. A pharmaceutical technical complaint was initiated with global ptc number: 49898. The production and quality control documentation for lot # 7rsl001 expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl001 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, there were 5 complaints on file for lot # 7rsl001: 1 tip breakage, 1 broken luer-lok hub, 1 missing syringe and 2 adverse event reports. Sanofi would continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA was required. Seriousness criterion: medically significant for all; disability for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; required intervention for knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in follow up was received on 15-oct-2017. No new information was received. Additional information was received on 16-nov-2017. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: the additional information dose not alter the previous case assessment. This case concerns a patient who received treatment with synvice one and later experienced joint range of motion decreased, weight bearing difficulty, convulsion due to knee pain, pain upon movement and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the events on the basis of clinical picture and site of reactions. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 02-oct-2017 from the patient via health authority (food and drug administration) (regulatory number: mw5072149). This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, jolts of pain caused body to convulse, knees pain when bent, can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in and fluid was drained from knee. No relevant medical history and concurrent conditions were reported. Past medications included synvisc with no reaction (in 2016). Concomitant medications included ibuprofen, hydrocodone/paracetamol (hydrocodone/ pap), trazodone, risperidone, oxcarbazepine (trileptal), hydrochlorothiazide/losartan, ergocalciferol (vitamin d), paracetamol (tylenol arthritis), bupropion hydrochloride, citalopram, amlodipine and diclofenac potassium (voltaren). On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl001 expiration date: 01-dec-2019) in the doctor's office for the osteoarthritis. Patient had no immediate pain. At approximately 04:00 pm, the left knee started to swell and patient could not bend it or bare any weight on it (latency: unknown). It was reported that as the pain progressed, swelling increased, the patient had severe stiffness and absolutely no weight could be put on knee/leg (latency: unknown). Patient mentioned jolts of pain caused the body to convulse (latency: unknown). Patient was told to ice and elevate the leg and stay off it. Further stated no treatment for pain was indicated. Patient had to use crutches and wheelchair for the next three days. Patient went back to doctor and was given a knee immobilizer (ankle to thigh kind) and was instructed to wear it all the time. At the doctor's office, the patient received an ice treatment, was given a prescription of hydrocodone/paracetamol and knee was wrapped with the elastic bandage. Patient was told to stay off the leg, keep it elevated and ice it 15 minutes every hour. Reportedly, pain and swelling continued, the swelling started to move down the front of the leg. The jolts of pain continued making patient to convulse. On an unknown date in 2017, after no relief, the patient again saw the doctor and fluid was drained from the knee and sent to lab (tests: normal). Patient received a prescription of diclofenac potassium (voltaren). As previously stated the patient was told to ice, keep it elevated and wear the brace. It was mentioned that once the swelling goes down, patient could wean off the brace. On an unknown date in 2017, patient was still experiencing swelling, pain and stiffness. The knees were painful when bent and patient was not able to bare weight on it for any length of time as well as cannot walk. Patient could not used the stairs or get into or out of the tub without difficulty or assistance. Patient was using a cane. Patient had convulsions due to pain. Corrective treatment: ice; elevate the leg; crutches; wheelchair; knee immobilizer for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; hydrocodone/paracetamol and diclofenac potassium for knees pain when bent; cane user for can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; not reported for jolts of pain caused body to convulse; outcome: unknown for fluid was drained from knee and could not bend it; not recovered for rest a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for all; disability for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; required intervention for knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in. Pharmacovigilance comment: sanofi company comment dated 12-oct-2017: this case concerns a patient who received treatment with synvice one and later experienced joint range of motion decreased, weight bearing difficulty, convulsion due to knee pain, pain upon movement and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the events on the basis of clinical picture and site of reactions. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Manufacturer narrative:
Sanofi company comment dated 12-oct-2017: this case concerns a patient who received treatment with synvice one and later experienced joint range of motion decreased, weight bearing difficulty, convulsion due to knee pain, pain upon movement and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the events on the basis of clinical picture and site of reactions. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
Could not bend it [joint range of motion decreased], could not bare any weight on it/ absolutely no weight can be put on knee/leg [weight bearing difficulty], jolts of pain caused body to convulse [convulsion], knees pain when bent [pain upon movement], can't walk, use stairs or get into and out of the tub without difficulty [unable to walk], left knee started to swell/ swelling increased/ swelling started to move down the front of my leg [swelling of l knee], ([condition aggravated], ) pain progressed/jolts of pain [knee pain], severe stiffness set in [joint stiffness], fluid was drained from knee [knee effusion]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 02-oct-2017 from the patient via health authority (food and drug administration) (regulatory number: mw5072149). This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, jolts of pain caused body to convulse, knees pain when bent, can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in and fluid was drained from knee. No relevant medical history and concurrent conditions were reported. Past medications included synvisc with no reaction (in 2016). Concomitant medications included ibuprofen, hydrocodone/paracetamol (hydrocodone/ pap), trazodone, risperidone, oxcarbazepine (trileptal), hydrochlorothiazide/losartan, ergocalciferol (vitamin d), paracetamol (tylenol arthritis), bupropion hydrochloride, citalopram, amlodipine and diclofenac potassium (voltaren). On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl001 expiration date: 01-dec-2019) in the doctor's office for the osetoarthritis. Patient had no immediate pain. At approximately 04:00 pm, the left knee started to swell and patient could not bend it or bare any weight on it (latency: unknown). It was reported that as the pain progressed, swelling increased, the patient had severe stiffness and absolutely no weight could be put on knee/leg (latency: unknown). Patient mentioned jolts of pain caused the body to convulse (latency: unknown). Patient was told to ice and elevate the leg and stay off it. Further stated no treatment for pain was indicated. Patient had to use crutches and wheelchair for the next three days. Patient went back to doctor and was given a knee immobilizer (ankle to thigh kind) and was instructed to wear it all the time. At the doctor's office, the patient received an ice treatment, was given a prescription of hydrocodone/paracetamol and knee was wrapped with the elastic bandage. Patient was told to stay off the leg, keep it elevated and ice it 15 minutes every hour. Reportedly, pain and swelling continued, the swelling started to move down the front of the leg. The jolts of pain continued making patient to convulse. On an unknown date in 2017, after no relief, the patient again saw the doctor and fluid was drained from the knee and sent to lab (tests: normal). Patient received a prescription of diclofenac potassium (voltaren). As previously stated the patient was told to ice, keep it elevated and wear the brace. It was mentioned that once the swelling goes down, patient could wean off the brace. On an unknown date in 2017, patient was still experiencing swelling, pain and stiffness. The knees were painful when bent and patient was not able to bare weight on it for any length of time as well as cannot walk. Patient could not used the stairs or get into or out of the tub without difficulty or assistance. Patient was using a cane. Patient had convulsions due to pain. Corrective treatment: ice; elevate the leg; crutches; wheelchair; knee immobilizer for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; hydrocodone/paracetamol and diclofenac potassium for knees pain when bent; cane user for can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; not reported for jolts of pain caused body to convulse; outcome: unknown for fluid was drained from knee and could not bend it; not recovered for rest. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for all; disability for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; required intervention for knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in. Pharmacovigilance comment: sanofi company comment dated 12-oct-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, weight bearing difficulty, convulsion due to knee pain, pain upon movement and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the events on the basis of clinical picture and site of reactions. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 02-oct-2017 from the patient via health authority (food and drug administration) (regulatory number: mw5072149). This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, jolts of pain caused body to convulse, knees pain when bent, can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in and fluid was drained from knee. No relevant medical history and concurrent conditions were reported. Past medications included synvisc with no reaction (in 2016). Concomitant medications included ibuprofen, hydrocodone/paracetamol (hydrocodone/ pap), trazodone, risperidone, oxcarbazepine (trileptal), hydrochlorothiazide/losartan, ergocalciferol (vitamin d), paracetamol (tylenol arthritis), bupropion hydrochloride, citalopram, amlodipine and diclofenac potassium (voltaren). On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl001 expiration date: 01-dec-2019) in the doctor's office for the osetoarthritis. Patient had no immediate pain. At approximately 04:00 pm, the left knee started to swell and patient could not bend it or bare any weight on it (latency: unknown). It was reported that as the pain progressed, swelling increased, the patient had severe stiffness and absolutely no weight could be put on knee/leg (latency: unknown). Patient mentioned jolts of pain caused the body to convulse (latency: unknown). Patient was told to ice and elevate the leg and stay off it. Further stated no treatment for pain was indicated. Patient had to use crutches and wheelchair for the next three days. Patient went back to doctor and was given a knee immobilizer (ankle to thigh kind) and was instructed to wear it all the time. At the doctor's office, the patient received an ice treatment, was given a prescription of hydrocodone/paracetamol and knee was wrapped with the elastic bandage. Patient was told to stay off the leg, keep it elevated and ice it 15 minutes every hour. Reportedly, pain and swelling continued, the swelling started to move down the front of the leg. The jolts of pain continued making patient to convulse. On an unknown date in 2017, after no relief, the patient again saw the doctor and fluid was drained from the knee and sent to lab (tests: normal). Patient received a prescription of diclofenac potassium (voltaren). As previously stated, the patient was told to ice, keep it elevated and wear the brace. It was mentioned that once the swelling goes down, patient could wean off the brace. On an unknown date in 2017, patient was still experiencing swelling, pain and stiffness. The knees were painful when bent and patient was not able to bare weight on it for any length of time as well as cannot walk. Patient could not used the stairs or get into or out of the tub without difficulty or assistance. Patient was using a cane. Patient had convulsions due to pain. Corrective treatment: ice; elevate the leg; crutches; wheelchair; knee immobilizer for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; hydrocodone/paracetamol and diclofenac potassium for knees pain when bent; cane user for can't walk, use stairs or get into and out of the tub without difficulty, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; not reported for jolts of pain caused body to convulse; outcome: unknown for fluid was drained from knee and could not bend it; not recovered for rest a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl001 expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl001 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, there were 5 complaints on file for lot # 7rsl001: 1 tip breakage, 1 broken luer-lok hub, 1 missing syringe and 2 adverse event reports. Sanofi would continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA was required. Seriousness criterion: medically significant for all; disability for could not bend it, could not bare any weight on it/ absolutely no weight can be put on knee/leg, knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in; required intervention for knees pain when bent, left knee started to swell/ swelling increased/ swelling started to move down the front of my leg, pain progressed/jolts of pain, severe stiffness set in. Follow up was received on 15-oct-2017. No new information was received. Additional information was received on 16-nov-2017. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 16-nov-2017: the additional information dose not alter the previous case assessment. This case concerns a patient who received treatment with synvice one and later experienced joint range of motion decreased, weight bearing difficulty, convulsion due to knee pain, pain upon movement and was not able to walk. The causal role of suspect product cannot be denied in occurrence of the events on the basis of clinical picture and site of reactions. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.